Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-50. Serial number: (B)(6). Batch/lot number: 7088596. Model/catalog description: coveredge 32 MRI paddle lead 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.